Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: there is no activity outside normal use observed in the black box. There is no indication of basal delivery interruption observed in the black box. The pump histories show that the last basal delivery occurred on (B)(6) 2012, at 7:15pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no defects found to the power flex or to the force sensor.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.